Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had diabetes ketoacidosis and was hospitalized because of it on an unknown date. Customer¿s blood glucose level was unknown at the time of hospitalization and customer declined to provide details of hospitalization. Customer was calling to report that she was on vacation and tap was not holding sensor and infusion set on her skin. The insulin pump will not be returned for analysis.